Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07448 and 1627487-2015-07450. The review of medical record identified the patient experienced ineffective stimulation in the sacrococcygeal area and changes in stimulation with different physical positions due to scar tissue around the sacrococcygeal lead in 2009. In 2010, the patient lost stimulation and had significant muscle spasm in her back and tremor in her left extremities. As a result, the patient's two 3186 leads were explanted and replaced with a 3245 lead on (B)(6) 2015. The ipg was also revised during the surgery due to discomfort at the ipg site. Following the surgery, the patient experienced painful stimulation in her right abdominal area. X-rays showed the lead folded. As a result, the patient's 3245 lead was repositioned on (B)(6) 2010. On (B)(6) 2015, the patient reported pain at the ipg site, ineffective therapy and discomfort in her right lower extremity. On (B)(6) 2011, the patient's ipg site was relocated due to pain at the ipg site. The two 3186 leads were from the same lot.